Event description:
Healthcare professional reported a lap-band system erosion. The patient noted "noted much restriction". The entire lap-band system was explanted without replacement.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.